Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that during cartridge loading, when the air removal step was performed, the customer was unable to remove the air. Customer's blood glucose level was in the 400's (mg/dl). Reportedly, the customer changed pump supplies to resolve issue.